Event description:
A customer reported experiencing a heat and electrical issue with their pump, which became hot to touch and overheated. Blood glucose levels did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support arranged for a replacement pump and instructed the customer to switch to manual daily insulin injections (mdi) as a backup. The customer was also guided on storing the faulty pump and returning it with a prepaid label.